Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy, and spinal pain. It was reported that the patient's connector pin on their desktop charger (dtc) broke off. The patient reported they were starting to feel the "effects" . The patient reported their ins was dead and indicated it will be okay once they start charging again when they receive the new dtc. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.